Event description:
The affiliate reported: difficulty to drain the csf between the drip chamber and the collection bag. Many handlings. System placed on (B)(6) 2013. Consequence : risk of infection. Complete system changed.

Manufacturer narrative:
Upon completion of the investigation it was noted that no root cause could be determined as the problem reported by the customer could not be duplicated. The flow was normal. As indicated in the instructions for use: IFU warning: IFU page 4 ¿¿ warning: intracranial pressure is controlled by the height of the drip chamber relative to the patient. It is imperative that neither the drip chamber nor the patient be raised or lowered accidentally. Movement by the patient after positioning of the drip chamber may affect the patient¿s icp. Close the two clamps at the top of the collection bag if it is necessary to invert the eds 3 unit. This will prevent liquid from wetting the vent at the top of the bag, which will prevent proper drainage, and will prevent liquid from refluxing to the drip chamber. From page 6 of the IFU: transporting a patient connected to the eds 3 unit a. Instructions prior to transporting 1. Turn patient line stopcock to the closed position and verify that drainage into drip chamber has ceased. 2. Drain drip chamber into drainage bag by placing the drip chamber stopcock into the drainage only position. 3. When the csf has drained completely into the collection bag, place the drip chamber stopcock into the drip chamber position. 4. Replace the collection bag by referring to the instructions for use accompanying the collection bag. 5. Transport the patient. B. Instructions after transporting 1. Install eds 3 device on the i.v. Pole. 2. Level the eds 3 device to the floor and the patient. 3. Verify proper drip chamber height settings. 4. Resume drainage by placing the patient line stopcock and the system stopcock in the drainage only positions. A review of the device history records as well as the sterilization records was reviewed and they confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.